Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No unexpected audio anomaly was noted. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave off a beeping sound without an alarm message on the display. The blood glucose reading was 10.2 mmol/l. It was reported that there was condensation visible in the display but that the insulin pump had not been dropped or bumped. There was a cracked on the casing at the corner of the display window. Nothing further was reported.